Event description:
It was reported that the patient presented for an implant procedure in the hospital. During the procedure, it was discovered that the pacemaker's set screw had been stripped. The physician continued with an alternative pacemaker and completed the procedure. The patient remained in stable condition.

Manufacturer narrative:
The device was above elective replacement indicator (eri) level upon receipt. Visual inspection of the header noticed the setscrew driven out of the insert by the end-user consistent with turning the screw head in the opposite direction during the implant procedure. During the analysis, the setscrew was inserted and removed multiple times in the connector block with normal force without any issue. Electrical and mechanical analysis performed indicated normal functionality. Longevity assessment was performed, and the device was in norma range of operation with appropriate remaining longevity.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.